Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy reports review of the device history records found the products with an initial conformance. A search of the complaint database found no prior reports for both part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address dislocation.